Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024 it was reported by a sales representative via e-mail that an ar-3740sp double loaded knotless knee fibertak® anchors entire suture pulled out. This occurred during an it band tenodesis on (B)(6) 2024 when the surgeon passed the whip-stitched tails from the tendon through both the blue and black suture loops; however, when he went to tension the black tail, the entire suture pulled out with minimal effort. No loop or black suture remained in the anchor. The case continued and the blue suture loop worked correctly. Additional information was provided on 05/14/2024, where the sales representative stated that all fragments were retrieved. The surgeon used the remaining blue suture from the anchor to lock the loop down and then used a free needle to sew the suture into the tendon.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.